Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to moisture damage on force sensor resistor. Insulin pump passed displacement test, self-test, and unexpected restart error test. Insulin pump passed all operating currents tested with in the specific range and passed off no power test. Insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and severely scratched display window noted. No moisture damage noted on the electronics assembly.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. Customer's blood glucose level was 139 mg/dl. Insulin squirted out during the manual prime process. The insulin pump was stuck in the rewind complete/bolus delivery loop. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.